Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed by visual inspection of the returned device. However, the exact cause of the event could not be determined because the edges of the fragments, near the machined taper that would be expected to contain the fracture origin, suffered post fracture damage in the form of edge chipping. However, no material or manufacturing defects were observed on the surfaces examined. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot.

Event description:
It was reported that patient presented with pain and xrays revealed a broken head in patient's hip - pieces were down around the trunnion. Surgeon revised head, sleeve and poly liner. Meridian stem and cup were well fixed and remained implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient presented with pain and xrays revealed a broken head in patient's hip - pieces were down around the trunnion. Surgeon revised head, sleeve and poly liner. Meridian stem and cup were well fixed and remained implanted.